Event description:
It was reported that a patient passed away on (B)(6) 2016 due to "the worst seizure of her life." The patient's mother questioned how the patient could have died due to a seizure while being treated with vns therapy and medication. The patient's device was not explanted prior to burial. An autopsy was performed, but the results have not been received to date. The patient's treating physician refused to comment on the relationship of the death and vns. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The autopsy report was received. The external examination identified that the palpebral conjunctivae of the right eye are congested with three foci of hemorrhage at the medial aspect of the bulbar conjunctivae. Brown purge emanated from the mouth, and there were tardieu spots on the left side of the face and neck. There was a 3/8 inch oval, dry, red abrasion on the bridge of the nose. The anterior dorsal lingual mucosa had multiple rectangular, patterned lacerations consistent with the shape of teeth. The underlying musculature was free of hemorrhage. The brain was evaluated, and the results were as follows: the leptomeninges over the convexities and at the base of the brain were transparent. The vessels at the base were unremarkable and the cranial nerves were intact. There were normal gray/white matter junctions. The centrum semiovale was unremarkable and the basal ganglia, thalami and hippocampi were normal. The ventricles were neither slit-like nor dilated, the brain stem and the cerebellum showed no significant abnormality. The upper airway was unobstructed. Sectioning of the lungs disclosed a dark red, moderately edematous and markedly congested parenchyma. The bladder had no urine, however was surfaced by a tan-yellow, opaque mucoid material. The mucosa was gray, congested and smooth...the left ovary contained a 4cm cyst, filled with clear fluid. The right ovary contained a 1.5cm cyst, filled with clear fluid. There was a 1.0cm paraovarian cyst, filled with clear fluid. The thymus was covered by a smooth capsule and the parenchyma was pink, lobulated and congested. The thymus had cystic dilation of hassall's corpuscles with accumulation of cellular debris and occasional calcifications. The spleen was covered by a smooth, blue-gray, intact capsule. The kidneys, pineal gland, and pancreas showed autolysis with no histopathologic diagnosis. The liver showed centrilobular congestion and scattered minute foci of lobular lymphocytic infiltrates. The lungs showed marked vascular congestion, mild pulmonary edema, scattered collections of pigmented intra-alveolar and peribronchiolar macrophages with patchy intra-alveolar red blood cells. The final findings of the autopsy were as follows: seizure disorder: no seizure focus identified grossly or microscopically; vagus nerve stimulator in place; pulmonary congestion and edema; no evidence of injury; clinical history of seizure disorder. By history, the decedent was found prone on the bathroom floor in her residence. The conclusion of the autopsy was that the patient died as a result of a seizure disorder. No focal structure or abnormality was identified to explain the patient's history of seizures. The manner of death was natural. There were no other remarkable findings. An internal sudep assessment was performed, and the death was classified as probable sudep.